Manufacturer narrative:
Product complaint #(B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the metaglene at the bone to implant interface. It was also reported that screws are broken and humeral poly was worn. There was also osteolysis. Base plate/screws gleosphere implant information not available. Doi: 2005. Dor: (B)(6) 2020. Right shoulder.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.